Manufacturer narrative:
This supplemental report is to correct the initial MDR. The initial medwatch reported that the screen went blank during procedure. User tried another scope which did work and was able to complete the procedure with another scope. Although there was a 20 minute delay while they replaced the scope, there was no user/patient harm or injury. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
During device evaluation at olympus, it was found image issue was unable to be replicated. Evaluation found the plug body was disassembled and fluid ingress was evident through the plug body. Moisture indicators were triggered. The image failure could not be confirmed, but the occurrence was likely due to the fluid ingress. Also, evaluation found the light cover glass was cracked, the light and optical cover glass adhesives were worn, the distal end cap was worn, the scope connector had fluid ingress, the up, down, and right angulation was not to specification, the up/down and left/right knobs had play, the up/down brake was not holding, and the electrical safety tests was not to specification. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to that the screen of the evis lucera elite colonovideoscope went blank during a procedure when they were at the point of the cecum. The customer believed there may have been an issue with the video system. Another scope was tried and worked so the procedure was completed. The procedure was delayed 20 minutes while the scope was changed. There were no reports of patient or user harm associated with this event.